Event description:
When the surgeon was inflating the trocar, the inflation tip popped off of the trocar and the balloon did not inflate as intended. A second device was used without incident. It is unkown if the second device was the same or a different lot number.